Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained through follow-up: cardiac markers were not done before the procedure, related to the history of 3 days of worsening chest pain; not at this institution or any other institution. "The patient was not clinically worse as a result of the procedure. Symptoms such as chest tightness and shortness of breath had already been documented prior to the procedure and were primarily (falsely?) Attributed to ongoing stress- and anxiety-related episodes over the preceding two months. There was no new or worsened chest pain immediately after the procedure. The reason the adverse event (ae) was marked as post-procedure, prior to discharge in the ecrf reflects the timing of the diagnosis, not a deterioration caused by the intervention. The procedure prompted an ECG, which showed abnormalities compared with the baseline ECG from [date redacted]. This led to the subsequent work-up and the diagnosis of myocardial infarction. Cardiac markers were ordered after the procedure, triggered by the ECG findings. In summary, the mi diagnosis occurred after the procedure, but there was no procedure-related clinical worsening leading up to it. In my medical assessment, the procedure functioned primarily as a ¿stress test¿, revealing (but not exacerbating) a pre-existing stable angina pectoris, most likely related to underlying cardiac disease. Given that ck [sic]-levels remained normal during the whole time, no structural damage is to be expected. Therefore, an outpatient follow-up with cardiology was scheduled for mid-december." Additionally, an intuitive surgical, inc. (Isi) medical safety officer completed an assessment and indicated that the event was not related to the study device but possibly related to the investigational procedure, with the following information provided: a "patient underwent an ion lung biopsy on (B)(6) 2025. The procedure was completed without issue. Prior to discharge the patient reported experiencing worsening chest pain over the past three days, including the days prior to the procedure. Work was notable for an elevated troponin consistent with a non-st elevation myocardial infarction. This was treated with aspirin and heparin, and the patient was asymptomatic within 24 hours. The planned hospitalization was not prolonged and arrangements for an outpatient evaluation with cardiology was made and the event was determined to be resolved on (B)(6) 2025. There was no allegation of malfunction of the ion system, instruments, or accessories. Based on the available data, the reported events were due to underlying medical disease and was possibly exacerbated by the procedure. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines."

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Investigation revealed available logs did not find any errors that are relevant to the reported event.

Event description:
A patient in a study underwent an ion lung biopsy. It was reported that after completion of the ion procedure and prior to discharge, the patient experienced worsening of chest pain over three days (including the days before the procedure). Laboratory results (elevated troponin) and clinical findings were consistent with a myocardial injury (i.e. Non-st-elevation myocardial infarction - (nstemi)). Prophylactic aspirin and heparin were administered, and the patient was asymptomatic again within 24 hours. Hospitalization was not prolonged, and an outpatient cardiology follow-up was arranged. Common terminology criteria for adverse events (ctcae) grade 2 was chosen because of the clinical symptoms, and the out-patient follow up scheduled by cardiology. No further measures were required within the current hospitalization. The event was deemed resolved two days later. The patient had no cardiac history. The target lesion was located in the right lower lobe and measured 11 x 10 x 10mm. The distance from the pleura wall was 8 mm, the distance from the chest was 8 mm and the distance from the nearest major blood vessel was 3 mm. The tool used for the biopsy was cryoprobe - 1.1 mm. The biopsy time was 25 minutes and was completed as planned with ion; there we no reports of an ion device malfunction during the procedure. The biopsy results were malignant metastatic cancer, origin was melanoma. The study investigator reported the event as not a serious adverse event (sae), a ctcae grade 2, not related to the ion procedure, not related to the ion system and not related to third-party tools.